Event description:
A report was rec'd that a pt was having difficulty communicating with his ipg after undergoing a lead revision procedure. It was discovered that the physician had used monopolar electrocautery during the lead revision procedure. A bsn representative determined that the pt's ipg was depleting at a fast rate. The decision was made to replace the pt's ipg. The pt underwent a successful pocket revision to replace the ipg.